Event description:
It was reported that during a da vinci-assisted small bowel resection surgical procedure, the clinical sales representative (csr) contacted the da vinci surgery technical assistance team (dvstat) and reported that the erbe neutral pad had poor contact. The tse suggested that the customer try to reconnect the neutral pad. The customer replied that she was not able to at the time. The customer swapped the erbe to an ft generator and continued the procedure. The field service engineer (fse) would be on site for further troubleshooting. A field service order (fso) was dispatched. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. The procedure was a general ileocolic resection. There was no patient injury as a result of the issue. The procedure was successfully completed robotically with the ft generator. No patient demographics were available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse checked the erbe natural connecter, reconnected the natural connector and performed the test. The erbe natural connecter was loose and the fse fixed the natural connecter the system was tested and verified as ready for use.